Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a repeated problem which she had already called about. The insulin pump keeps getting a power error. They would receive the power error every 4 hours. The customer was sitting down working when she got the alarm. The customer received an insert battery alert and she took the battery out. The customer previously called to report the power error detected. It was noted that the power error detected recurred within a week of troubleshooting the previous occurrence. The customer's blood glucose level was unknown. The device was returned for analysis.